Event description:
This pt had coronary catheterization from the right groin. It was a diagnostic procedure, no interventions were performed and the pt was not treated with anticoagulants or antiplatelet agents. Pt was told that the device was being used to allow pt to get out of bed after just two hours instead of 8, even though pt had been admitted to spend the night. Pt leg went cold and toes numb shortly after the procedure. Dr performed diagnostic abdominal aortogram and right lower extremity runoff showing acute, embolic occlusion of the popliteal and tibioperoneal trunk arteries. Pt went for emergent open surgical embolectomy.